Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot . Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+degenerative tricuspid regurgitation (tr) for a triclip procedure. When grasping the leaflets, it was determined that one of the grippers would not descend. The grippers functioned during preparation and gripper orientation in the left atrium. Troubleshooting was performed, and during simultaneous gripper actuation the grippers functioned. The triclip was implanted successfully. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays.